Event description:
S/p tubal ligation done 2009 by dr pt's partner reported feeling a hard foreign body during intercourse. She was seen in the clinic in 2009, and a round piece was removed. Second dr reported that it was a sterile piece from the uterine manipulator device used during the tubal ligation. He placed her on abx as a precaution. A picture was taken of the broken piece, which is called a "spacer."